Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013 that a patient's tendon ruptured over the variable angle volar rim distal radius plate. The plate was flush and in good position. This report is for an unknown part. This is report 1 of 1 for complaint: (B)(4).

Manufacturer narrative:
This report is for 1 unknown plate/unknown lot. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.